Event description:
Allegedly per fabi, d, et al., orthopedics. 2012 jul 1:35(7) "metal-on-metal total hip arthroplasty: causes and high incidence of early failure." There was one cup revised for aseptic loosening.

Manufacturer narrative:
Conclusion: no conclusion can be drawn. The complaint and package insert were reviewed. The product was not returned. (B)(4).

Manufacturer narrative:
This report is based on a literature review. Additional information has been requested. The investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete.